Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon placed the needle through the loop to one ratchet. The rep reminded the surgeon of the technique of closing the loop on the needle, but since the suture still slid, there seemed to be no problems at this point. The tissue was approximated and the knot lever completely deployed. A loud crack was heard and the suture appeared cut and no knot had formed. They also observed what looked like a small piece of plastic which was retrieved by the surgeon. The case was completed with a 2/0 ethibond on a sh "flattened" needle. There was no consequence to the pt.